Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary frequency and breast mass. Concomitant products included hydrocodone and morphine. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower quadrant pain") and back pain ("back pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("allergic reaction associated with nickel allergy/ nickel allergy"), rash ("rash on abdomen/ rashes or skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder/ urinary problems or conditions") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). The patient was treated with surgery (in (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms, hysterectomy (partial)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain, allergy to metals, rash, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, rash and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion urine pregnancy test was given result were negative . Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Reporter's information were updated. Outcome of following events were updated from unknown to recovered/resolved: bladder problems, genital hemorrhage, urinary problems, dysmenorrhea, nickel allergy and rash. Concomitant drug, concomitant diseases were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary frequency and breast mass. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower quadrant pain"), back pain ("back pain") and allergy to metals ("allergic reaction associated with nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced rash ("rash on abdomen"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (in (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, abdominal pain lower and back pain had resolved and the genital haemorrhage, allergy to metals, rash, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, rash and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion urine pregnancy test was given result were negative . Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received: event rash on abdomen, bladder problems, urinary tract disorder, dysmenorrhea were added. Reporters,medical history,lab data and product information were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower quadrant pain"), back pain ("back pain") and allergy to metals ("allergic reaction associated with nickel allergy"). The patient was treated with surgery (in (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.